Event description:
On or around 9/24/97, the account reported an erratic bhcg result for a pt with a reported ectopic pregnancy. The pt sample was run straight, giving a result >1000 miu/ml. The sample was tested with an autodilution of 1:200 and a result of 856 miu/ml was given, which was reported. The sample was also tested with a manual 1:10 dilution, giving a result of 2000 miu/ml, but this result was not reported. According to the account, controls were within range, however control values were not provided by the account. Based upon the reported result, medication was prescribed. The pt was later retested with a 1:10 dilution, giving a result of 3294 miu/ml, however it is unclear if the same sample was retested. The pt was then taken to surgery. According to the physician, the pt would have been taken to surgery sooner if the 3294 miu/ml result was initially reported. Further pt info has been requested, but has not been provided by the account.